Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/27/2015. The fse found the conductivity mean of the instrument was low. The fse replaced the rf preamp detector, which repaired the low conductivity. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer conductivity (rf) mean was low. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.